Event description:
It was reported that the user was creating a single point-to-point measurement, but was being presented with two measurements for that line. The resulting measurements were different. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).